Event description:
It was reported that a pump was alarming for a system error 322. There was no patient incident.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. The upper latch switch bracket screws were found to be loose. This allowed the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. As a result, the upper auxiliary were replaced.